Event description:
It was reported that during an implant procedure, the right ventricular lead perforated the right ventricle. The patient was sent to the operating room for treatment. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).